Event description:
Additional information received from the patient indicated that they are an amputee, thus they suffer from phantom pain, and sometimes it is stronger. The patient stated that the manufacturing representative talked them through trying to increase or decrease their stimulation to try and resolve their pain. They stated that their pain, sensation of feeling like sitting on their foot, and sensation of a ¿meat tenderizer¿ has not really been resolved. The patient noted that they are unsure that it will ever completely be resolved, as it comes and goes. They stated that contacting their physician to address these issues would be impractical, as they would be at the mayo clinic every day. The patient indicated they weighed (B)(6). No further complications were reported.

Event description:
Additional information was received on (B)(6) 2017 from the health care professional (hcp) reporting that the patient had not been seen in the clinic since (B)(6) 2017. It was unknown what steps had been taken to resolve the pain or if the pain had been resolved. Patient weight was approximately (B)(6) lbs. No further complications were reported.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for non-malignant pain and phantom limb pain. The patient mentioned that they were an amputee for 21 years, which was the reason why they had their device. It was reported that the patient was in so much pain that they could not stand it. It was reported that they were able to change their stimulation and it was reviewed with the patient to try and increase or decrease stimulation if it was medically appropriate. The patient switched from group a and increased stimulation from 2.5 to 3.55 v and the patient reported that it felt like they were sitting on their foot and described the sensation as being like a ¿meat tenderizer,¿ on the side of their foot. The patient increased stimulation to 3.8 v and stated the it was not quite as strong, but was still pretty bad. It was reported that the patient had a hard time telling the difference between their pain and the stimulation. The patient then switched to group b and increased stimulation from 2.05 to 2.95 v. The patient reported that they were still having troubles and could not tell if it was from the pain or stimulation. Then the patient switched to group c and increased stimulation from 3.05 to 3.7 and stated that they were still hanging in there. They reported that the sensation was not quite as bad as before. The patient was redirected to follow-up with their healthcare provider regarding their pain symptoms and to let them know that they were trying out different group settings. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.